Event description:
It was reported that during a procedure involving the implantation of a lead 977c165, there was a connectivity issue with contacts 1 and 3 on the lead. The doctor attempted to resolve the issue by removing the leads multiple times and cleaning them with a dry sponge. Additionally, the wires were reversed in each battery port, but this did not resolve the connectivity issue. Subsequently, the doctor requested a different, smaller lead, specifically a 2x8 lead, which was successfully connected to the battery with positive connectivity and no impedances. The initial lead was explanted, and the issue was resolved with the new lead.  The lead with the connectivity issue was discarded by the facility before the rep could retrieve it. The root cause of the connectivity issue could not be determined.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 25-jun-2028, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.